Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an lcd fault alarm was confirmed via the submitted log file; however, the reported event of the controller entering backup mode on (B)(6) 2021 was unable to be confirmed. The heartmate ii system controller (serial number: (B)(6)) was not returned for analysis; however, a log file ((B)(6) 2021) was submitted for review and showed events spanning approximately 12 days ((B)(6) 2021 per timestamp). A replace controller alarm was active on (B)(6) 2021 at 06:38:33 accompanied by a yellow wrench alarm and an lcd fault. The replace controller alarm and the yellow wrench alarm were activated due to the lcd fault. The alarm resolved on its own. The lcd fault was active several other times throughout the log file but was not active long enough to activate an auditory/visual alarm. Per the pocket controller release report this issue is a residual software anomaly that is being monitored. Pump operation was not affected. No other notable alarms were observed in the log file. Backup mode was unable to be verified due to no images of the controller, operating in this mode, having been submitted. In addition, the submitted log file did not capture any events occurring on (B)(6) 2021. Per provided information, the patient underwent a driveline repair on (B)(6) 2021. During the driveline repair the patient's controller entered backup mode. A root cause for the reported events was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate ii system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 23sep2020. Heartmate ii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including yellow wrench, no external power, replace controller and lcd fault alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during troubleshooting of the patient's driveline faults from (B)(6) 2021, the patient experienced a controller fault alarm after leaving the hospital on (B)(6) 2021. A log file analysis showed this was due to an lcd fault, which self corrected. On (B)(6) 2021 the patient had a driveline repair for the driveline faults, and during the repair the patient's system controller entered backup mode. This controller was swapped out with the patient's backup controller. Related MFR # for the driveline faults: 2916596-2021-03889.